Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from an intensive care nurse educator reporting a deflation issue with the device. Reporter stated that the nursing staff had difficulty emptying the balloon and called for advice. However, in the interim, the staff managed to deflate the balloon using the normal process and remove it safely from the patient.